Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 335 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. The customer declined to perform the high pressure test because the insulin pump had alarmed no delivery earlier in the day. No infusion site or set problems were noted. The customer lost 42 pounds in the month preceding the event. The customer has not seen his doctor in over a year. The customer was referred to a kidney doctor because his kidneys are only operating at 40 percent. The customer had not eaten in the three days leading up to the event. The customer stated that he has not started any medications or changed his activity level. Nothing further was reported.

Manufacturer narrative:
Currently, is it unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.